Event description:
It was reported that the right ventricular (rv) lead had dislodged post implant, as well as patient complaint of extracardiac nerve stimulation in left chest area. Left chest extracardiac nerve stimulation was present, though this was not thought to be phrenic nerve stimulation as diaphragmatic pulsing was not confirmed. The rv lead was found to have no capture and decreasing impedance. A chest x-ray revealed a change in position from original right ventricular apical position. The physician felt there was possibly a "micro perforation". A perforation was not confirmed. There was also a decrease in lead impedance from post-implant impedance. The rv lead was repositioned successfully and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 implantable pacing lead implanted: 2014 (B)(6). (B)(4).